Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for high blood glucose. Customer's blood glucose was 94 mg/dl at the time of the call. Troubleshooting did not find any issues with the insulin pump. Troubleshooting also found insulin pump was operating normally. Customer also stated that he was on steroids. No additional information is provided.